Manufacturer narrative:
Pump immediately alarmed an open book image once installing an aa lithium battery. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Test p-cap and reservoir locked properly into reservoir compartment during testing. Successfully utilized crest and thus to download history files, traces and comlink3 files. Critical pump error (open book image) alarm triggered by three consecutive pump error 53 (file number: (B)(4), line number: 5632, esf#: 2610666) on the event date of 02/05/2023 at 20:27:32.000 and 20:27:54.000. Seven pump error 53 alarms (file number: 2005, line number: 5632, esf#: 2610666) were noted in the pump history files and traces on the event date of 02/05/2023 between 20:20:16.000 and 20:27:54.000. Pump alarmed a pump error 54 (file number: (B)(4), line number: 1421, esf #: 3010978) on the event date of 02/05/2023 at 20:19:11.00. Pump alarmed a pump error 3 on the event date of 02/05/2023 at 20:19:13.000. Pump error 53 alarm was due to possible software anomaly. Pump error 53 alarmed when pump attempted to re-initialize or establish communication to the rf chip. The first attempt to initialize or establish communication encountered an error due to unstable power to the rf chip. Pump error 54 alarmed as a software defect caused by the gap between dma down counter going to 0 (zero) and usart transmit complete interrupt. Pump error 3 alarmed as a consequence of pump error 3. Pump was cut open to perform visual inspection and found moisture damage on the force sensor, and found a broken component on pcba 1. The following were also noted during visual inspection: scratched case, cracked case (battery tube), pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, corroded battery tube, and corroded battery tube spring. Critical pump error (open book image) alarm confirmed due to three consecutive pump error 53 alarms. Pump error 53 alarm was confirmed due to a possible software anomaly (file number: (B)(4), line number: 5632, esf#: 2610666). Pump error 54 was confirmed due to a possible software anomaly file number: (B)(4), line number: 1421, esf #: 3010978). Pump error 3 was confirmed as a consequence of pump error 54. Moisture damage was confirmed found on the battery tube and force sensor. Broken component was confirmed found on pcba 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a critical pump error/open book image and performed safety checks on the insulin pump and the error was found. No harm requiring medical intervention was reported. Troubleshooting was performed; however, the customer will continue using the device upon receipt of the replacement of the insulin pump and it will be returned for product analysis.